Manufacturer narrative:
(B)(4). Lot#: unknown as information was not provided. Catalog#: igtcfs-65-2-uni-celect expiration date: unknown as lot# is unknown. Unknown as information was not provided. Similar to device under 510(k) k090140. (B)(4). Summary of investigational findings: images from the implant day shows a fully expanded filter in a normal configuration. Images from the cd shows a fractured filter leg in the kidney area. On the images from the retrieval attempt the 4 primary legs are still on the filter. Not possible to see all the secondary legs. Therefore, it is concluded that the fractured filter leg is a secondary filter leg. It appeared from the images that the filter had caudally migrated approx. 1 cm and if filter leg is catched in a sidebranch during filter migration, it may cause stress to the leg and result in fracture. Fracture of the wire/leg is an uncommon but known risk in relation to filter implant. Cook medical will continue to monitor for similar events.

Event description:
Description of event according to complainant: on the (B)(6) 2011, an ivc study was done prior to potential removal which showed a clot at the end of the filter thus the filter was not removed. Patient was put on anticoagulants for 11 months. Patient had a CT prior to the scheduled removal date of the celect filter (patient was healthy and no longer needed the device). The CT picked up the evidence of a celect leg breakage and migration to the right kidney. Physician noted that the leg that is sitting in the patient's kidney is not likely to cause any problems, but he is anxious to remove the rest of the filter so as to minimise any additional complications with further breakages. The procedure is scheduled for the week of (B)(6) 2012. Patient outcome: one of the legs of the device has fractured and remains inside the patient's kidney. No adverse effects to the patient were reported due to this occurrence.